Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 2.0; lab: 2.8. (B) (6) 2010; 1.5; 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at rhe time complaint was filed: date: (B) (6) 2010; inratio: 2.0; reference: 2.8; mean: 2.4; confidence limits: 1.4-3.4. Three hours lapse between two readings. Date: (B) (6) 2010; inratio: 1.5; reference: 2.8; mean: 2.15; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Trouble shoot investigation revealed sample size may be smaller than required. It could contribute to inr test discrepancy. As of 02/16/2010, fourteen discrepant results complaints were reported for lot #220375 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (greater than 0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted; corrective action not required.